Event description:
Implanted in 2004, the shunt seems to be less efficient in january 2005 probably due to a valve occlusion. In 2005, the valve was replaced with another one. No pt injury was reported.